Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit during normal use. Customer's blood glucose at time of incident was 370 mg/dl. The customer was advised and explained that a battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised we will send replacement battery cap and asked to monitor pump. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported the alarm was resolved by a complete set change. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose at time of incident was unknown mg/dl. The customer will be sending a replacement battery cap.